Manufacturer narrative:
Vyaire complaint # (B)(4). Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and could not duplicate the reported problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information is available.

Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the I-time was incorrect on the ventilator. The customer believed the ventilator was auto-cycling. There was no patient harm associated with this reported event.